Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found an e224 communication error and cracks on the focus ring molding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When shipped, the device was in accordance with all specifications. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): otv-s400 chapter 9 ¿when abnormality occurs, 9.2 how to tell the abnormality and how to handle it¿. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the 4k camera head was losing the image displayed intermittently. The issue was found during diagnostic hysteroscopy, which was completed with a similar device. There were no reports of patient harm, and no additional treatment was needed.